Event description:
It was reported that a malfunction occurred in the pump, as identified by the code malf 16- 0x20e6. There was no adverse impact to the customer¿s blood glucose level. The customer opted to use multiple daily injections (mdi) as a backup therapy to maintain insulin delivery, while the technical support team arranged for a replacement pump with updated software to be sent. Training resources were offered and acknowledged by the customer, along with information on pump storage and return procedures.